Manufacturer narrative:
(B)(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a broken transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection of photographs and the actual device was performed and revealed damaged main body and patient adapter. Functional testing was performed and revealed damaged main body and patient adapter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection also noted broken occluder feet. Leak testing was performed and noted a leak through the broken occluder feet. Should additional relevant information become available, a supplemental report will be submitted.